Event description:
It was reported that during a peripheral percutaneous transluminal coronary angioplasty/stent procedure, the balloon catheter leaked and led to partial deployment of the stent. Difficulty was encountered when attempting to remove the balloon catheter from the stent. Reportedly no pt injury was associated with this event.

Manufacturer narrative:
Eval summary follow-up #1: quality assurance analysis of the returned device revealed a radial rupture on the balloon at the location of the distal marker. The balloon was wrinkled & scratches were noted around the rupture location. No sharp edges were noted on the marker. Quality engineering determined the vantage was used for the delivery of a stent. The likely root cause for the balloon rupture is mechanical damage to the outside diameter of the balloon initiated by the stent. This type of mechanical damage is indicative of the use of a stent. Another contributing factor could be lesion morphology. There is no indication that any device defects were noted during preparation. As part of co's quality process, all vantage balloon catheters are visually inspected & leak tested prior to packaging. In addition, a sample from each mfg lot is tested to failure to verify rated burst pressure. Use of this device in conjunction with stent procedures may contribute to a higher than expected rupture rate. This MDR is considered closed by the quality assurance department.